Manufacturer narrative:
Initial and final MDR (B)(4) -device 2 of 2. E1: patient city: (B)(6). Patient country: argentina.

Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2025. The infusion set was in use for few hours. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2025-04215. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction soft cannula found crimped upon removal from infusion site. The batch 6005678 in question was manufactured at the reynosa site. Complaint investigation: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6005678 was manufactured according to the wi version 78 manufactured in the machine multivac 12, on 18/feb/2024, with a total of (B)(4) units. Tube-needle DHR review: the lot 4b01351 was manufactured according to the wi version 27 manufactured in the line/machine qs sc1, on 27/feb/2024, with a total of (B)(4) units. The lot 4b01352 was manufactured according to the wi version 27 manufactured in the line/machine qs sc1, on 28/feb/2024, , with a total of (B)(4) units. The lot 4b04782 was manufactured according to the wi version 27 manufactured in the line/machine qs sc1, on 22/feb/2024, with a total of (B)(4) units. The lot 4c00002 was manufactured according to the wi version 27 manufactured in the line/machine qs sc1, on 29/feb/2024, with a total of (B)(4) units. Bun DHR review: the lot 4b01500 was manufactured according to the wi version 38 manufactured in the line/machine us05-us06, on 27/feb/2024, with a total of (B)(4) units. The lot 4b01501 was manufactured according to the wi version 38 manufactured in the line/machine us05-us06, on 27/feb/2024, with a total of (B)(4) units. The lot 4b00897 was manufactured according to the wi version 38 manufactured in the line/machine us05-us06, on 16/feb/2024, with a total of (B)(4) units. The lot 4b00894 was manufactured according to the wi version 38 manufactured in the line/machine us05-us06, on 14/feb/2024, with a total of (B)(4) units. The lot 4b01502 was manufactured according to the wi version 38 manufactured in the line/machine us05-us06, on 28/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 15/may/2025 against malfunction code soft cannula found crimped upon removal from infusion site and lot 6005678 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.